Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is no longer considered MDR reportable.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that an orthopilot cap single-use markers (part # fs618su) was used during a procedure performed on an unknown date. According to the complainant, there was a lack of visibility of cap markers with opi elite camera (part # fs111). An additional medical intervention was necessary. The complaint device was not returned to the manufacturer for evaluation. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aag reference xc (B)(4). Associated medwatch-reports: 9610612-2021-00402 ((B)(4) fs618su). 9610612-2021-00403 ((B)(4) fs618su). Involved components fs111-unknown.